Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: loose cable, main body adhesion (lens), main body flooding (lens) and image flooding. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: main body flooding (lens): the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited: loose cable, main body adhesion (lens), main body flooding (lens) and image flooding. There was no patient involvement.